Event description:
During routine inspection performed by our international affiliate, a local discoloration was found on the graft. There was no pt injury as the device never reached the hosp.

Manufacturer narrative:
Evaluation codes: method - no device evaluation was performed since product was not returned yet to the manufacturer. Results - a review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Conclusions - no conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant info.